Event description:
Info received indicates 3 sets leaked. The leakage occurred between integral flow stop and the distal portion of the tubing. No lot number is available.

Manufacturer narrative:
Three (3) used admin sets without lot numbers were returned for eval. The admin set with a non-vented cap was air pressurized and put under water and did not leak. The admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve. Two (2) admin sets of three leaked at the connection with alaris. The complaint of "leakage occurred between integral flow stop and the distal portion of the tubing" was not confirmed, but a leak was confirmed at the male luer connection. Root cause investigation is still in process.